Event description:
As reported: on connection to tubing set and blood flow started, a leak was noticed near the connection end and a major leak occurred. On inspection a clear split can be seen at the connector end. Cannula replaced and bypass continued. Patient outcome is good further information provided: there was a rather large blood leak from the tubing to the cannula, as soon as this happened it was clamped and replaced immediately so there was not a significant amount of blood loss..